Manufacturer narrative:
The problem was due to a component failure. We are unaware about patient injury.

Event description:
The problem was due to a component failure. We are unaware about patient injury.